Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to confirm e70 alarm due to erased history file. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked case at display window corners and racked reservoir tube lip.

Event description:
Customer experiencing high blood glucsoe for several weeks. The insulin pump is alarming motor error. The blood glucose reading is 273 mg/dl. The customer has contacted her nurse and was advised to get a replacement insulin pump. Customer checked the basal settings; which were gone. Customer declined to troubleshoot for high blood glucose. The insulin pump will be replaced. Nothing further reported.